Event description:
The patient experienced a loss of therapeutic effect, shocking/jolting sensation and burning sensation at ins site. There was no known accident or incident related to this complaint. The lead migrated and programming was only able to be done on the top portion of the lead. The device was programmed at <(><<)>15ma, 0+ 1-, 6v. She could not tolerate any higher amp settings. The group impedance was at 349 ohms. It was later reported that the impedance was at 348 and current was less than 15. The doctor was sending the patient for x-rays. After reprogramming she was getting stimulation to effected area but not without burning in battery pocket and down leg. Additional information has been requested.

Manufacturer narrative:
Lead: model 3487a-45, lot# v074862, implanted: (B)(6) 2008, explanted: na. Extension: model 748951, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Programmer: model 7435, serial# (B)(4).